Manufacturer narrative:
(B)(4). Unit passed displacement test, selftest, rewind, however unit failed prime/seating due failed force sensor (0.2mv) reading on digital voltage meter. Unable to perform basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer kept getting insulin flow blocked alarms every day on every set over all their boxes and stated that it was frustrating. The customer stated that the insulin did not exit. The customer reported that the insulin does not exit the tubing with fill tubing. The customer stated that they were able to assemble a new infusion set and reservoir. The customer reported that the insulin exited and the insulin pump alarmed during fill tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.